Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was black and that reboot attempts did not resolve the issue. The field service engineer (fse) inspected, and the offline status was traced to a network connectivity issue caused by the ethernet connection being diverted to a nearby backup device during prior troubleshooting. The correct network connection was restored to the main station, wi-fi settings were verified, and the unit was successfully brought back online and re-synced with the server. A required enabled non-profiled device setting, initially disabled during troubleshooting, was reinstated per pharmacy requirements. The station was tested and verified as fully functional, with nursing staff able to log in, dispense medication, and confirm proper server synchronization and refill communication. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to turn on and the screen went black. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.